Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit but could not duplicate the error on site, when testing the device on the all manifolds test it failed the pim test, to fix the issue the fse replaced the pneumatic module. The device was then able to pass all manifolds test, for testing purposes the fse left the device running over the weekend for further testing, when he returned on site the device was running with no issues and the balloon wave form remained the same with no lost wave form. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) was losing the balloon waveform. No patient harm, serious injury or adverse event was reported.